Event description:
(B)(6) is the initial importer of the device which is a walker. The device has not been returned for evaluation. The model and serial number have not been provided either. We are filing this report in an overabundance of caution. A follow-up submission will be filed when additional information becomes available. The end-user fell while using the device. She did not initially seek medical attention. Three days after the incident she was taken via ambulance to the emergency room. She was sent to rehabilitation the next day. She was in rehabilitation for approximately eighteen days before returning home. Eight days later she was admitted to the ICU. The patient was diagnosed with a tumor in her throat from which she passed away three months after the incident. .